Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal via an implantable pump. It was reported that there was a pressure sore on top of skin due to patient being hospitalized for reasons unrelated to the pump that caused infection that eventually tracked to catheter, anchor, pump and incision sites. The environmental, external or patient factors that may have led or contributed to the issue was hospitalization which led to pressure sore. The diagnostics and troubleshooting performed was they tried antibiotics to clear the infection. The actions and interventions taken to resolve the issue was explant of the entire system. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 21-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.